Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that quality controls (qc) were out of ranges. The customer found disconnected tubing in the valve drawer. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse made a cut on the small portion of tubing and installed a cable tie to prevent the tubing from disconnecting again. Additionally, advia centaur rubella igg instructions for use states "samples with a calculated value greater than or equal to 5.0 iu/ml and less than or equal to 9.9 iu/ml are considered equivocal for igg antibodies to rubella virus. Obtain a new specimen and test using the advia centaur rubella g assay." The customer did not obtain a redraw from the patient hence did not follow the instructions. The cause of the discordant, false reactive rub g and (B)(6) results on multiple patient samples was due to the disconnected valve tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant false reactive, rubella igg (rub g) result was obtained on one patient sample on an advia centaur xp instrument. Additionally, discordant, (B)(6) antibodies to (B)(6) results were obtained on multiple patient samples. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia centaur instrument, resulting equivocal for rub g and (B)(6) patient samples. The corrected results from the alternate advia centaur instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive rub g and ahbs2 results.